Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a foley catheter. The customer reported that the balloon would not deflate. At the time of the reporter's phone call to covidien, the catheter was still in the pt. The nurse reported that first, she attempted passive deflation and the water would not aspirate out from the balloon. Next, she cut the inflation lumen, but the balloon remained inflated inside the pt. The nurse said she will call the pt's dr and/or go to the ER for intervention.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded. We have attempted to obtain add'l info surrounding this event. If add'l info should become available, then this will be added to the complaint file.